Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1633303) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx vcd in vessels not suitable for the use of the device. Do not use the mynx vcd to close arteriotomies created in areas of calcified plaque or stented segments. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the device history record nor the information available for review indicate that there is a design or manufacturing related issue, therefore no preventative or corrective action is required at this time. Should additional relevant information become available, a supplemental report will be filed.

Event description:
Two days after a patient had mynxgrip (6f/7f) vascular closure device (vcd) was used to close the femoral artery access site, the patient returned to the hospital with little distal pulse. The patient was treated with surgery. Additional information was requested, but was not available at thi time.